Event description:
It was reported the patient ((B)(6)) underwent surgical intervention to explant the lead. The reason for explant is unknown at this time. The patient's device information and implant date is unknown at this time. The implant dates for the following devices are unknown: model: 3716, scs ipg, model: 3386, scs extension.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.